Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there were two incidents in the past month that the keys on the insulin pump were not responding. Today the customer was attempting to deliver a bolus and the numbers kept scrolling. Customer's blood glucose was 73 mg/dl in the incident that occurred in (B)(6) and today. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.